Event description:
It was reported that during an unspecified surgical procedure, the motor device experienced an undetermined malfunction. There were no reported delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device would not hold a burr. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.